Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products-part: 163661 name: 28 mm dia cocr mod hd -3 mm nk lot: 297740. Part: 13-104148 name: m/h 3hole rlc shl nrs 48 mm/l22 lot: 194390. Part: 51-108060 name: tloc micro ti pc 6 x 97.5 mm t1 lot: 2946604.

Manufacturer narrative:
This follow up report is submitted to report additional information. The information contained within this report does not alter previous investigation conclusion.

Event description:
It was reported that a patient underwent an initial left total hip procedure. Subsequently, the patient was revised due to 3 episodes of recurrent dislocations. During the revision the patient underwent reorientation of cup and acetabular liner was removed and replaced. There were no complications or delays reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and found no discrepancies relevant to the reported event. Review of the complaint history determined that no further action is required as no trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent an initial left total hip procedure. Subsequently, the patient was revised due to dislocation. There were no complications or delays reported.